Event description:
Spouse called spontaneously to report pump sn (B)(4) is showing high pressure alarm. Will replace the pump. Pt switched to back up pump successfully. The reported product fault occurred while in use with a pt. The product issue did no cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.